Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a resolute onyx rx drug eluting stent to treat a lesion in the proximal left anterior descending (lad) artery. The lesion exhibited 90% stenosis. The device was inspected, and negative prep was carried out prior to use with no issues noted. The lesion was pre-dilated. The device passed through a previously deployed stent. It was reported that during stent deployment at 14 atm the balloon ruptured/perforated. No significant intervention was needed and no major artery perforation occurred. Patient status is reported as alive with injury.